Event description:
Reportedly, the balloon trocar deflated during use. The surgeon removed it, reinserted, and reinflated the balloon twice. However, the trocal disengaged and was removed for examination. Upon examination, it was noted that the balloon had shredded and a new trocar was inserted to remove a piece of shredded ballon and complete the case. Predure: laproscopic cholecystectomy. Patient status: no injuries reported.